Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported "pain and deformation on breast. According to the mr that was performed... The patient experienced internal capsule rupture." This record represents the left side. The device remains implanted.